Event description:
Additionally, the load history displayed that the customer filled the cannula with 0.7 units of insulin; however, the cannula length being used only requires 0.3 units of insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. To treat bgs, the customer consumed glucose tablets. System check was performed with tandem technical support and indicated that a new time segment was added to the settings, and the basal rate setting was changed from 3unit/hour to 2unit/hour. In addition, the bolus history displayed that a bolus was delivered for 3.9 units for a bg level of 137 (mg/dl) and 37 grams of carbohydrates. The customer verified that the bolus was delivered accurately. Tandem technical support reported that there were no indications that could have caused the low bg level, and pump was performing as intended. The customer verified bg levels returned to target range.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) below 50 mg/dl was recorded by continuous glucose monitor (cgm) data between 3:00 and 4:00 pm on (B)(6)2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. After the cgm alerts, the user added a settings time segment to lower basal rate setting from 3 units/hour to 2 units/hour between 2:00 pm and 9:00pm. It is possible the user¿s basal setting was set too high. There is no evidence that the insulin pump experienced a malfunction or failure.